Manufacturer narrative:
Failure analysis on the returned cpu board shows that the buzzer ls1 of the customer returned cpu board had failed due to a defective transistor which triggered error code 1104. Replacing ls1 resolved the problem.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported there was no patient involvement.